Manufacturer narrative:
The device history record (DHR) shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received at the manufacturing site for evaluation. A visual and functional inspection was performed on the returned sample and confirmed that the device leaked between the cross spike and tubing line. The root cause and action plan will be documented through a formal corrective/preventative action (CAPA) which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: devices were installed and a leak was observed from connection. A patient was not involved, no patient injury, medical intervention, or adverse reaction was associated with this event.